Manufacturer narrative:
Section a2, a3a, a3b, a4, a5 and a6: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy section d6a: implant date: not applicable as this is not an implantable device. Section d6b: explant date: not applicable as this is not an implantable device. Section e1: reporter first and last name: unknown/not provided, as information was asked but not provided. Section e1: email address: unknown/not provided, as information was asked but not provided. Section e1: initial reporter telephone number: (B)(6). Section h3: it was indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the doctor performed the phacoemulsification using the phacoemulsification handle device on the patient. There were three pieces of iron-like substances that entered the eye from the handpiece, resulting in foreign material. The two visible foreign bodies were removed. The one foreign body was withdrawn through the ia head. It was uncertain if there was residual foreign body. There was no delay in treatment or other interventions performed. No further information was provided.